Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015; to report that on (B)(6) 2015, their receiver had no audio output and the experienced a hypoglycemic event. The patient's blood glucose dropped to 67mg/dl and their receiver did not alert them. The patient fell out of bed and scrapped her arm to her elbow. The patient was taken to an urgent care by her husband and she was put on antibiotics, patient's condition is good. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4).